Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary appeared to be dead, with a black screen, and remote smart service (rss) was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and not working. A field service engineer isolated the issue to a faulty drawer control printed circuit board (pcb) on half height cubie drawer 4.2 in the auxiliary. After replacing the printed circuit board (pcb), successful drawer access was verified. The system functioned as intended after the field service engineer repaired the device.